Event description:
It was reported to nuvectra that a revision of the stimulator was performed due to communication issues with the external device. During the surgery, the stimulator was re-positioned to a shallower location.